Event description:
It was reported the patient developed pain and suffering and mechanical symptoms in the right knee following a total knee arthroplasty. No intervention has been reported to date. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: 110036368, lot: az50ba2102, biomet bc r 1x40 us. 141232, biomet cc cruciate tray 67mm, lot: j7548277. 183006, vanguard cr ilok fem-rt 62.5, lot: j7615026. 183422, vngd cr tib brg 12x63/67, lot: 65860478. 11-150825, bmet arcom ap pat w/wire 28mm, lot: 66776976. 414-702, clearmix single/double 10pk, lot: 32565. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.